Event description:
A surgeon reported a pt with an unexpected myopic outcome following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported it is unclear if this event is related to a biometry issue or if it is a lens issue. The surgeon has suggested to the pt that a lasik may be performed in the future after the fellow eye has been implanted.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2012. (B)(4).